Event description:
The customer reported being in the hospital due to diabetes ketoacidosis and high blood glucose of 546mg/dl. The caller stated that the insulin pump was not functioning. The customer experienced nausea, vomiting, diarrhea, and severe headache for three to four days. The customer was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had scratched display window, broken belt clip slot, and cracked reservoir tube lip.